Manufacturer narrative:
Parts are being returned to MFR for further analysis.

Event description:
Facility alleged that the e-card in the likorall motor was sparking heavily and that the irc tape was burnt in the secondary rail. No injury alleged.